Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed a hematoma post implant procedure. The patient was informed of the danger of an infection if the hematoma was removed; however, the patient requested the hematoma be removed. An infection developed and the device was explanted. No further adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.